Event description:
The patient had an ultrasound of the lower back and subsequently experienced a return of symptoms. He had tremors the past four days and was falling frequently. He also experienced ambulation changes and emotional changes. Upon interrogation, it was discovered that the ins had been off for 30+ hours. The patient was cognitively impaired and had trouble turning the device back on; his wife was able to do so. The event caused the patient increased anxiety and he was seeing a psychiatrist for anxiety/impulsiveness. At the physician appointment(B) (6) 2010, the patient had no tremor and the gait was the same as it had been the last six months. The patient outcome was reported as no injury.

Manufacturer narrative:
(B) (4).